Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that the ratcheting screwdriver disassembled. The plastic housing/handle fell apart and the parts within were dislodged.

Manufacturer narrative:
The reported event that the ¿inside mechanics came up and out of assembly¿ could be confirmed. Usually the detached blade adapter with the collar is being fixed in position by a snap-ring inside of the handle. Therefore the remaining inner components of the handle were disassembled in order to determine which are affected and to detect the snap ring whether it is compromised. After disassembly of the inner ratchet base - which includes the bearing ring and bushing - the snap-ring could be detected. Within the further investigation it was determined that the groove for the snap ring in the blade adapter, the whole bushing and the bearing ring which is mounted underneath the snap ring show very strong residues, corrosion, rust and pitting corrosion resulting from insufficient cleaning / drying and / or maintenance. Because of the existing rust and corrosion marks of the components around the snap ring and itself, the snap ring broke in several parts and subsequently was only partly available. Finally, based on investigation all results point to the fact that the snap ring has been initially mounted and broke in several parts due to rust, corrosion and pitting corrosion of several components as a result of insufficient cleaning / drying and or maintenance. Indications for any manufacturing related issue were not determined within the investigation.

Event description:
It was reported by the company representative that the ratcheting screwdriver disassembled. The plasic housing/handle fell apart and the parts within were dislodged.